Event description:
It was reported in the patient's medical records that the pt. With l4-5 and l5-s1 degenerative disc disease underwent surgery for l5-s1 tlif with peek interbody cage, l4-s1 pedicle screw instrumentation with dynamic rods, and l5-s1 posterolateral fusion. Approximately 20 months post-op records indicate a partial failure of the rod on the right, between l4-l5. Approximately 22 months post-op the patient underwent additional surgery due to nonunion at l5-s1 and broken rod at l4-5. Procedure was for removal of posterior fixation, tlif at l4-5 with interbody cage, replacement of l4-s1 posterior instrumentation, and posterolateral fusion l4-s1.

Event description:
It was reported by the patient's attorney that the patient underwent surgery and during surgery a dynamic spinal rod was implanted. Approximately 22 months post-op, the rod cable was found broken. The patient underwent a second operation to remove the device. Reportedly, the patient initially did well, but 1 year later developed back pain "which has been recalcitrant to a variety of treatments including spinal nerve blocks."

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Manufacturer narrative:
Review of post-operative x-rays confirms right rod cable failure at the bumper.